Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient mentioned that due to the ins location, it was difficult to charge and sometimes she had to charge for prolonged periods of time to charge the ins. Patient typically got 6 bars but did not get 8 usually. Patient mentioned that the ins would sometimes twist in the pocket when she sat down. Ins was in the upper part of patient's back and in an uncomfortable location. Patient also commented that her ins was dying every 3 days prior to overdischarge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the x-rays were done to verify if the ins had flipped. The cause of the issues was not determined. X-rays did not show the battery had flipped. The issues were not resolved. Rep attempted 4 times the physician mode recharge (pmr) and it would not begin to charge normally after. The patient was being referred to a surgeon to have the battery replaced. Patient's weight was approximately (B)(6) pounds. The information was confirmed with the hcp. No further complication were reported/anticipated.